Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable close; further described as "the clamp cannot be closed". This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage and clamp function tests were performed with no issues noted. Torque engagement testing was performed; the engage and disengage force to open and close the twist sleeve was acceptable and met specification.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.